Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 183 mg/dl at the time of incident and current blood glucose level was 210 mg/dl. Customer states insulin was squirting out during the manual prime process. Customer states they were not wearing the insulin pump during priming. Customer was unable to successfully prime the set . Customer stated that the drive support cap appears. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.